Event description:
A 6f angio-seal evolution was selected for use following diagnostic heart catheterization. The patient was reported to have multivessel coronary artery disease. The computed tomography scan post deployment revealed a retroperitoneal hematoma; a peripheral angiogram showed no active bleeding. The patient was reported to be stable for the next three days. On the third day following deployment, the surgeon decided against coronary artery bypass grafting after consulting with the patient. The patient experienced increased chest pain and expired on the same day.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.